Manufacturer narrative:
The cause for the discordant hemoglobin a1c (hba1c) results is unknown.

Event description:
Customer reported discordant hemoglobin a1c(hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer informed that the unit is operational. Siemens representative will not be able to get any more information from this customer. The cause for the discordant hemoglobin h1b (hba1c) is unknown.